Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user¿s blood glucose (bg) rose to approximately 400 mg/dl after forgetting to meal announce for lunch. The ilet showed elevated glucose and an occlusion alert. The user disconnected, filled the tubing, confirmed insulin drops, and reconnected. Insulin delivery resumed, glucose improved, and the user remained home without medical care.